Manufacturer narrative:
The clinical observation does not indicate a potential manufacturing issue, and review of the device history record showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak and aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. In this case, the report stated this issue was due to positioning and inaccurate delivery, which is often influenced by patient anatomy and user technique, but a root cause of the low implant depth could not be determined from the available information.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at a depth of 8 millimeter (mm), resulting in severe paravalvular leak. A second valve was implanted valve-in-valve with good hemodynamic results. No adverse patient effects were reported.

Manufacturer narrative:
Moderate central aortic regurgitation (ar) was also noted before the second valve was implanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The product remains implanted and therefore has not been returned to medtronic. A supplemental report will be filed when the investigation is completed. (B)(4).